Manufacturer narrative:
A review of lot c347 was performed and there were no non-conformances associated with this lot. This lot met all release requirements. A review of lot c347 shows no trends. A review of the complaint categories shows no trend for pressure dome membrane leak. Pressure dome membrane leak was investigated through CAPA (B)(4) and (B)(4). Capas (B)(4) and (B)(4) were closed as effective. This assessment is based on information available at the time of the investigation. The product was not returned for further analysis; therefore, it could not be determined if the product met specifications. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. No further action is required at this time. (B)(4).

Event description:
Customer called to report a leak onto the return pressure transducer after a treatment was concluded and patient was not connected to the instrument. The leak occurred when operator was taking the used kit off the instrument. There were no leaks, air, or clots observed during treatment while patient was hooked up. The treatment was successful and without alarms. The patient was in stable condition. Therakos discussed machine possibly needing service. Customer wants to see how instrument works in the morning before taking it out of service. Product will not be returned. Service was not dispatched.